Manufacturer narrative:
Product complaint # (B)(4). This initial/final MDR will be the only report submitted for MFR report #1226348-2018-00744. Manufacture date: 03/2010 expiration date: 03/2012 additional initial reporter information was requested; however, is unknown. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a patient's codman 3000 pump (ap03000l/(B)(4)), used for pain control, was malfunctioning and the patient was showing signs of overdose following a refill of the pump with morphine and clonidine on (B)(6) 2018. The patient was taken to (B)(6) hospital in (B)(6) and placed in the ICU on that date. There were no alarms noted on the pump. No physicians were willing to empty the codman 3000 pump at this facility. The final decision at the time was to wait until the patient's pain physician could be contacted. The patient was treated for overdose with narcan. The patient did not have a fever and no heat had been applied to the pump implant site. The pump was emptied on an unknown date and refilled with preservative free normal saline. The pump remains implanted and is flowing at the expected rate. The patient was still hospitalized as of (B)(6) 2018.